Event description:
It was reported that the programmer would not print and the mpu board and printer replacement cannot fix the issue. Also, the radio frequency (rf head) does not work. The programmer and rf head have been returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event. Replacing the main processing unit board (mpu) board and printer did not resolve the issue, however it was noted that the power supply was out of electrical specification. Replacing the power supply resolved the issue. (B)(4).